Manufacturer narrative:
Follow-up #1 on 03/21/2013: the pump was evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was found to be free of cosmetic defects and powered on as expected. The display was clearly visible. The information from the reported failure was overwritten due to continued use of the pump. Black box contained only data from (B)(6) 2013. No alarms were observed in the pump's alarm history on the day of the alleged event ((B)(6) 2012). The battery cap threads were found to be intact; no crack was found on the battery compartment. The battery cap contacts were measured and found to be within specifications. The battery cap was tightened until flush against the pump and slowly unscrewed a half turn with no reboot. The battery cap was able to maintain an electrical connection without any power loss during testing, including an exercise of the pump for 24 hours. The pump cover was removed to inspect for internal moisture ingress and to test the power flex and pcb for intermitting conditions; no fault or defect was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2013, alleging the patient experienced elevated blood glucose (bg) of 22.5 mmol/l (405 mg/dl) without symptoms of hyperglycemia on or about (B)(6) 2012, in the morning upon waking. The reporter stated the patient's bg was able to be lowered to within normal range by administration of a correction bolus via the pump. The reported bg elevation does not meet animas' criteria of a reportable adverse event. The reporter stated the pump had powered off during the night while the patient was asleep. The reporter stated that the pump powered on successfully with the insertion of a new battery and was normally functional at the time of the call. The reporter stated the pump did not emit any warning alarms prior to the pump losing power. The reported stated the battery cap was secure on the pump with the yellow o-ring visible. The reporter denied any visible damage to the battery compartment or the battery cap, no recent trauma to the pump and no evidence of moisture in the pump. The battery cap was reportedly replaced shortly before the reported power loss. Animas customer technical support (acts) reviewed the alarm history in the pump with the reporter during troubleshooting. The alarm history revealed two low cartridge alarms on (B)(6) 2012, but no alarms on (B)(6) 2012. This complaint is being reported because the cause of the alleged power loss was not able to be determined during troubleshooting with acts.